Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the returned device. The sheath passed pressure and aspiration leak testing with no anomalies observed. The dilator inserted into the sheath normally and no gaps were noted at the dilator/sheath transition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the atrial fibrillation procedure, the patient experienced an arrhythmia resulting in patient death. The sheath was inserted into the patient and the needle was introduced. The stylet was removed and the transseptal puncture was performed. The needle and dilator were removed and blood was aspirated confirming position in the left atrium. The sheath was advanced into the left pulmonary vein but it was noted that the puncture was a little too low on the septum so the sheath was retracted to perform a new transseptal puncture. Before the new transseptal was done, hypotension, bradycardia, and a large st segment elevation were observed. A diagnostic catheter was placed in the right ventricle for pacing. A coronary angiography was created to see if an air leak had occurred with the sheath but no air was seen. The catheter was flushed with saline, and the right vessel was able to be seen, however, the vessel closed shortly thereafter. This same issue could be seen on the left coronary vessel. The patient was resuscitated and defibrillated several times but after 40 minutes resuscitation efforts were stopped. The physician does not know what caused the arrhythmia. There were no reported performance issues with any abbott device.